Event description:
The physician was attempting to implant one endeavor sprint drug eluting stent in a patient to treat a lesion located in the rca with 80% stenosis and calcification present. It was reported that the lesion was pre dilated however the stent couldn't cross the lesion. When the system was removed from the patient, the stent struts were noted to be damaged. Dilatation was preformed again and another endeavor sprint drug eluting stent was then used, this device couldn't cross the lesion and when it was removed from the patient the stent struts were also noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: struts on the 11th and 18th proximal stent segments were raised and deformed.

Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) - 80% stenosis and calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 80% stenosis and calcification. Inherent risk of procedure - (failure to deliver and stent deformation). (B)(4).